Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give dates: unknown, not provided if explanted; give dates: not applicable; to date the lenses remain implanted. The devices were not returned for analysis as they remain implanted. The serial numbers for the products were not available; therefore, no further investigations can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that eleven (11) patients with dark pigmentation (10 african american and 1 (B)(6) american), have suffered with chronic iritis post op. Doctor is attributing this outcome to model pcb00 lenses. She reports she uses other manufacturer's silicone lenses and has never had this issue. No further information was provided.

Manufacturer narrative:
Method has been updated/corrected accordingly. Corrected information was received. The doctor now reports that there were actually only five (5) to ten (10) african american patients and 1 hispanic patient instead of the eleven (11) patients initially reported. These patients experienced chronic iritis post op over the past 3 years post-implant of pcb00 intraocular lenses. It is unknown when the chronic iritis was first observed post implant. The physician treated the patients with prednisone. The patients were known to have modalities such as diabetes pre op; therefore, the doctor expected these patients would have some inflammation post op. The patients all recovered. As the events occurred some time back, no further information is available. This report represents the five to ten african american patients. A separate report will capture the one hispanic patient. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.